Event description:
The physician was unable to inflate the balloon to 6 atmospheres (atm) at the target lesion during the procedure. After the balloon catheter was retrieved from the patient, it was found that the balloon leaked. The procedure was completed using another of the same device. There was no clinical consequence to the patient.

Event description:
The physician was unable to inflate the balloon to 6 atmospheres (atm) at the target lesion during the procedure. After the balloon catheter was retrieved from the patient, it was found that the balloon leaked. The procedure was completed using another of the same device. There was no clinical consequence to the patient.

Event description:
The physician was unable to inflate the balloon to 6 atmospheres (atm) at the target lesion during the procedure. After the balloon catheter was retrieved from the patient, it was found that the balloon leaked. The procedure was completed using another of the same device. There was no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. All devices are tested for balloon inflation/deflation performance with vacuum decay testing (vdt). Review of the reported information, other product analysis results, manufacturing records and trend information showed no evidence of any design or manufacturing specification non-conformances related to the complaint device. The most likely that some anatomical or procedural factors caused or contributed to the reported event. Therefore, a root cause related to operational context has been assigned to this event.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Magnified inspection of the returned balloon catheter revealed a hole in the inner shaft directly aligned with the inflation port. The inner shaft was appropriately seated in the hub and there was adhesive present in the adhesive cavity. There were no other anomalies found. The hole in the inner shaft confirmed the reported leak. The hole in the inner shaft was most likely caused by a perforation with a needle or a guidewire used during preparation as no tools are inserted in the manifold inflation port during catheter assembly. Furthermore, all devices are tested for balloon inflation/deflation performance with vacuum decay testing during manufacture. From the information provided and the investigation results there was no evidence of any material or manufacturing deficiencies that could have contributed to the reported event. The most likely that the device met specification but some anatomical or procedural factors encountered during the procedure limited the performance of the device. Therefore, a root cause related to operational context has been assigned to this event.